Event description:
It was reported that the customer was experiencing low blood glucose. Troubleshooting was performed, and the insulin pump was programmed correctly. The self test passed. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test due to the motor encoder signal being out of phase.